Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported there was an infection and drainage at the anchor and ipg site. The patient was admitted and surgical intervention was undertaken wherein the system was explanted and the patient was given IV antibiotics.